Manufacturer narrative:
The customer indicated quality control (qc) was failing for specific chemistries on (B)(6) 2013, but did not provide data. The service record for this system indicates cc calibration failures and qc imprecision starting (B)(6) 2013 and continuing through (B)(6) 2013. Customer contacted bec service hotline on (B)(4) 2013 regarding multiple chemistries failing calibration. Bec customer technical support (cts) advised customer try cc probe cleaning, then try calibration again. Customer called back stating that the issue was unresolved. A bec field service engineer (fse) was dispatched for this event to inspect the instrument. The fse found that the reagent syringe drive (part number (B)(4)) to be faulty. The fse observed that the syringe drive was moving improperly during reagent trigger draw due to assembly issue. The problem was able to be resolved by adjusting a screw. Verified proper motion, calibrated and ran qc. Failure mode is related to hardware; repairs performed by the fse resolved the issue. The following mdrs are related to this event: 2050012-2013-00150, 2050012-2013-00151.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining incorrect patient results that were reported out of the laboratory for multiple cartridge chemistries (cc) for multiple patient samples generated on the unicel dxc 600 pro synchron chemistry analyzer. This event occurred over three days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013. The laboratory did not provide any patient details. It is unknown if patient treatment was impacted as a result of this event.